Event description:
It was reported that the 9800 system c-arm will only boot to all squares. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Sbc repair kit installed. Loaded new software, flashed nodes and reloaded cal files. The system was tested and found to be working as intended and placed back into service.